Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps pharmguard server data was accessed to determine which pumps experienced primary audible alarms (post and bgnd) during 2019 and 2020. The pump experienced a primary audible alarm bgnd test. The customer's pharmguard server data was accessed to determine which pumps experienced primary audible alarms (post and bgnd) during 2019 and 2020. The pump experienced a primary audible alarm bgnd test. No patient adverse events reported